Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 team had an issue with the device. At the end of the procedure, the wire on the top of the device began to come off or pull away. The device was not replaced, but case was completed with the same device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).